Event description:
The event involved a tego connector that the customer reported leaked during patient use. The customer reported that when they disconnected arterial line from the tego, and re-transfusion started, it was noted that blood was poring out of the tego; white clamped closed on arterial port and no further blood noted. The patient impact was patient attended emergency post due to chest pain, was then discharged home from emergency. The tego was removed and replaced with no further issue.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. Other contact information: (B)(6).

Manufacturer narrative:
The complaint of leaks on item d1000 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Lot history review couldn't be performed due to lot number for this complaint was unknown.